Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the u.s. Stating that the device needed service. It was found to have cord damage. It is unk if the device was used in surgery. It is unk if medical intervention occurred. No additional info is available.